Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history review. Manufacturing calibration readings were all in specification. Visual inspection observed that the device was in good condition with no appearance of physical damage. During syringe testing and checking of the size reading for both quality control slugs, unable to duplicate the invalid syringe size during syringe testing; however, the size reading of both quality control slugs were out of the required specifications on the lower limit. The root cause of the reported issue was found to be that the size pot was out of calibration. Replaced barrel clamp head screw and performed size calibration. Performed syringe test and all functional testing which passed.

Event description:
It was reported that kept having syringe error could not identify syringe. No patient injury was reported.